Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. A manufacturing record evaluation was performed for the finished device 30165768l number, and no internal actions was found during the review. Concomitant products: biosense webster, inc. Product - carto 3 system, catalog #: unknown, serial #: unknown. Manufacturer's reference #: (B)(4).

Event description:
It was reported that a (B)(6) female patient with history of breast cancer underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During the ablation phase, there was a drop in the patient¿s blood pressure. Cardiac tamponade was confirmed on intracardiac echo (ice) and pericardiocentesis was performed to remove 1500 cc of fluid from the pericardial space. The patient was then stabilized and then brought to the intensive care unit (ICU). Extended hospitalization was required as a result of the adverse event. Patient outcome is recovering. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. Transseptal puncture was performed during the case. There was no evidence of steam pop during the ablation. The catheter irrigation was set at 15 cc/min. No error messages were observed on any biosense webster, inc. Equipment. The catheter was in close proximity to the pentaray catheter and it was zeroed after the initial warm-up phase post catheter connection to the carto 3 patient interface unit (piu). The carto 3 system did not indicate to re-zero the catheter. The biosense webster, inc. Product analysis lab received the device for evaluation on april 12, 2019 and it was reported that there was no visual damage or anomalies observed.

Manufacturer narrative:
Investigation summary it was reported that a 72-year-old female patient with history of breast cancer underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During the ablation phase, there was a drop in the patient¿s blood pressure. Cardiac tamponade was confirmed on intracardiac echo (ice) and pericardiocentesis was performed to remove 1500 cc of fluid from the pericardial space. The patient was then stabilized and then brought to the intensive care unit (ICU). Extended hospitalization was required as a result of the adverse event. The device was visually inspected, and it was found in good conditions. The magnetic sensor was tested on carto and the catheter was properly visualized and no errors were observed. Then, the force sensor was tested, and it was working properly, the force values were observed within specifications. Then, electrical test was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Then, the irrigation and deflection test were performed, and it was found within specifications, the catheter was irrigating and deflecting correctly. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint were identified. The catheter passed all specifications. The root cause of the adverse event remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. Manufacturer's reference # (B)(4).